Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using two proglide devices after a percutaneous coronary intervention procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred with the first proglide device. No bleed back was observed with the second proglide device, even though initial flushing of the marker lumen with saline prior to use was successful. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device with reported issue referenced is filed under a separate medwatch report number.